Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. We were unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Additional information was received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported via phone call that before customer's hospitalization, the customer was connected to the insulin pump. The customer was hospitalized because they had treated with manual injections and blood glucose did not lower. During the hospitalization the customer was disconnected from the insulin pump. The customer was treated with insulin drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father of a customer reported via phone call that the insulin pump alarmed motor error several times. Customer is currently in the hospital with blood glucose of 400 mg/dl troubleshooting could not be performed as customer did not have pump with him. The customer was advised that the device would be replaced and agreed to return the product for analysis.